Manufacturer narrative:
A follow up MDR will be submitted upon completion of the plant's investigation.

Event description:
A peritoneal dialysis nurse reported that the patient had peritonitis in (B)(6). Per the nurse the cause of the peritonitis was a break in sterile technique. The culture was positive for gram +ve cocci enterococcus faecalis, antibiotics included cefazolin and ceftazidime. The patient was treated in the clinic for 3 weeks.

Manufacturer narrative:
The device has not been returned to the manufacturer. A supplemental report will be filed upon completion of the manufacturer's investigation. There is no documentation showing a causal relationship between the event of peritonitis and the liberty cycler set. Additionally, there is not allegation against any fresenius products and the event. There is however a highly probably association between the reported breach in aseptic technique during therapy (touch contamination) and the episode of peritonitis.

Event description:
A peritoneal dialysis nurse reported that the patient had peritonitis in may. Per the nurse the cause of the peritonitis was a break in sterile technique. The culture was positive for gram +ve cocci enterococcus faecalis, antibiotics included cefazolin and ceftazidime. The patient was treated in the clinic for 3 weeks.

Manufacturer narrative:
Additional information /correction: date for follow up 1: 9/8/2017. For follow up 1: the device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. All device history records (DHR) are reviewed and released according to the DHR review checklist and release procedure. A device is not released if it does not meet requirements or is nonconforming. In addition, the device record review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis nurse reported that the patient had peritonitis in may. Per the nurse the cause of the peritonitis was a break in sterile technique. The culture was positive for gram +ve cocci enterococcus faecalis, antibiotics included cefazolin and ceftazidime. The patient was treated in the clinic for 3 weeks.